Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "false upstream occlusion" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor values out of range. The ultrasonic sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed false upstream occlusion in the central supply department. There was no patient involvement. No additional information is available.